Manufacturer narrative:
Preliminary analysis of the returned device did not reveal any anomaly.

Event description:
Reportedly, during a follow-up on (B)(6) 2015, a warning message for ventricular lead impedance superior to 3000 ohm was displayed. Intermittent ventricular loss of capture was also observed. During re-intervention on (B)(6) 2015, same warning message was observed. However, there was no capture issue. Pull test of the ventricular lead and measurement of impedances of the lead did not show any abnormal observations. The subject device was replaced and was returned for analysis.

Manufacturer narrative:
Please refer to the attached report.

Event description:
Reportedly, during a follow-up on (B)(6) 2015, a warning message for ventricular lead impedance superior to 3000 ohm was displayed. Intermittent ventricular loss of capture was also observed. During re-intervention on (B)(6) 2015, same warning message was observed. However, there was no capture issue. Pull test of the ventricular lead and measurement of impedances of the lead did not show any abnormal observations. The subject device was replaced and was returned for analysis.

Event description:
Reportedly, during a follow-up on (B)(6) 2015, a warning message for ventricular lead impedance superior to 3000 ohm was displayed. Intermittent ventricular loss of capture was also observed. During re-intervention on (B)(6) 2015, same warning message was observed. However, there was no capture issue. Pull test of the ventricular lead and measurement of impedances of the lead did not show any abnormal observations. The subject device was replaced and was returned for analysis.